Event description:
It was reported that the customer had a motorcycle accident while wearing the insulin pump. It was stated that the insulin pump was malfunctioning and he lost consciousness. It was stated that in the morning his glucose level was approximately 158mg/dl. Two hours later he had the accident and paramedics were called to the accident scene. It was stated that they confirmed the customer's glucose reading was 23mg/dl. The customer was treated with a shot of glucose, and then he was transported to the hospital. The customer discontinued using the insulin pump and reverted to manual daily injections. Further testing could not be performed as customer did not have the insulin pump available at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.